Event description:
It was reported that a pump did not detect the cartridge. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.